Event description:
Rnfa [registered nurse first assistant] placed stapler into the robot arm, but the stapler was not able to engage with the robot's arm. The arm was blinking orange and rnfa reinserted stapler into robot. The stapler was not engaging and taken off the surgical field.